Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Event description:
Caller indicated the assure platinum was giving variable results. Caller says nurse got a reading of low and immediately retested and got a reading of 488. Advised we will need to get more information and she stated a nurse would call back with more information.